Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information and our customer informed us the "notivisa is a platform by brazil's ministry of health that allow customers to report possible quality-deviations anonymously. In such cases we are not able to request additional information, photos, or samples to customers." As no further information was made available despite of repeated requests, no conclusion can be drawn what might have caused the incidents. We therefore close the investigation.

Event description:
On (B)(6) 2020 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in brazil. A monitoring dispersive electrode (model skintact wr21) and an unknown generator were used. The initial reporter provided the following information [translated from (B)(6) to english language]: "the patient during the surgical procedure and the use of a precautionary plate [dispersive electrode] suffered a stage ii burn at the site of adhesion of the plate." No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us.